Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: ((B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(4) that during an unknown procedure the 2 4.5 healix br anchor w/o cord broke while placing them. There was no patient consequence and no surgical delay reported. The procedure was completed using a new device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary ==> according to the information provided, it was reported that during an unknown procedure the 2 4.5 healix br anchor w/o cord broke while placing them. The complaint devices were received and evaluated. The second device was visually inspected and it was revealed that the distal tip of the anchor is cracked but held in place by the suture. In addition, the distal tip was stick, in consequence of some tissue debris and slight blood residues. The suture card was still in place, presenting some blood residues. A possible root cause can be related to a wrong axis insertion, incorrect instrumentation for preparing bone hole, or slight small bone hole preparation. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified.